Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the reported connection issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the red clamp cassette line became disconnected from the bag. The event occurred during prime on the home choice (hc). The home patient (hp) reconnected the line to the bag. The technical service representative (tsr) advised the hp to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.